Event description:
It was reported that during initial setup the ilet touchscreen became unresponsive on the fill tubing screen, preventing selection of the yes prompt until the user restarted the device through the ilet app, after which setup proceeded. Symptoms included no clinical symptoms reported. Outcomes included no impact on health, no alerts or alarms, and no hospitalization. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed a transient user interface freeze consistent with a touchscreen responsiveness malfunction that resolved with a restart, with no repeat occurrence reported and no additional device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary software or user interface fault not reproduced after reboot.